Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed through functional testing and archive data review. The root cause for the reported issue was due to the drivetrain motor brake gap was at "out of specification". The drive train motor needs to be replaced to remedy the issue. Upon visual inspection, observed crack on the front cover at the screw well area, unrelated to the reported event. The autopulse platform is a reusable device and was manufactured in april, 2014 and is 5 years old, reached the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to "system error", out of service, revert to manual CPR" error message displayed after performing few compressions. The archive data review showed occurrence of "system error 139 - unable to hold compression position" error message on the reported event date. It was found that the drivetrain motor brake gap was at 0.011" which is out of specification. The brake gap could not be adjusted back within specification of 0.008". The cause for the brake gap issue was found to be set screws that would not lock into the encoder shaft dimple causing the brake to disengage and the brake gap to be out of specification. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaints reported for the autopulse platform with sn (B)(4). Ccr (B)(4) was reported on (B)(6) 2017 and the drivetrain motor brake gap was at "out of specification".

Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed through functional testing and archive data review. The root cause was due to the defective drivetrain motor. Upon visual inspection, observed crack on one of the boss on the top cover of the platform, unrelated to the reported event. The autopulse platform is a reusable device and was manufactured in 2012 and is 7 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During initial functional testing, the platform failed due to "system error, out of service, revert to manual CPR" error message. The platform also displayed ua17 (max motor on time exceeded during active operation) error message during testing, unrelated to the reported event. The brake gap inspection was performed and verified the brake gap was out of specification, unrelated to the reported event. The archive data review showed occurrence of ua17 (max motor on time exceeded during active operation) and ua18 (max take-up revolutions exceeded) error messages on the customer reported event date, unrelated to the reported complaint. The drivetrain motor needs to be replaced to remedy the issue. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The ua17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient and when the battery being used has a low voltage. The ua18 error message is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.